Event description:
It was reported that that this right ventricular (rv) lead was surgically explanted due to unknown reasons. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.